Manufacturer narrative:
Covidien reference: (B)(4). The lot number was not provided therefore the device manufacture date is unknown.

Event description:
It was reported that the wings of a tracheostomy tube easily ruptured and it was difficult to disconnect the swivel from the cannula. There was no report of patient harm as a result of this event.